Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was cancelling bolus deliveries about thirty minutes after they were initiated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/10/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: a review of the pump bolus history revealed no cancelled bolus deliveries, and no activity related to the complaint was found in the pump histories. During testing, multiple bolus deliveries were successfully programmed, delivered, and recorded in the pump histories. The complaint was not duplicated. Unrelated to the complaint, the pump could not be downloaded. The u29 component was replaced, and the download was successful.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.